Manufacturer narrative:
Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material# 305916 batch# unknown. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the "initial" reporter: "needle was not fully patent. Came away from syringe while injecting due to pressure build up in the syringe." Device name/description: needle hypodermic safety 25ga x 1 in, manufacturer: becton dickinson canada inc, manufacturer code/model: 305916. Additional information provided: "client had to have the vaccine re administered. No serious injury."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.